Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. No infections were found in the aers. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with vat 3 enzymes (protease, lipase, amylase) detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with enzimed prevent van onelife detergent, maj-1888 olympus single use soft brush (in forceps elevator), for output, a red brush pull through and stubby brush pull through the lumen channels. The scope was not manually disinfected. The aer used was a rapidaer along with intercept plus detergent and rapicide pa disinfectant. The scope was stored horizontally in a endodry drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. All channels and the distal end tested positive for less than one (1) cfu of a microorganism. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ii duodenovideoscope. Sometimes the scope had a positive result and sometimes the scope did not have a positive result. On (B)(6) 2021, the scope tested positive for twenty-six (26) colony forming units (cfus) of escherichia coli. On (B)(6) 2021, the scope tested positive for three hundred (300) cfus of escherichia coli. On (B)(6) 2021, the scope tested positive for seventy (70) cfus of citrobacter freundii. On (B)(6) 2021, the scope tested positive for one (1) cfu of escherichia coli. On (B)(6) 2022, the scope tested positive for forty-four (44) cfus of escherichia coli. On (B)(6) 2022, the scope tested positive for one (1) cfu of micrococcus luteus. There was no report of contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: - light guide lens chipped. - bending section rubber glue peeled off. - scope body scratched. - scope cover scratched. - air/water cylinder/suction cylinder mark faded. - insufficient angulation. - control plate stopper deformed. - insertion section deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.